Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the clinical diabetes specialist (cds) that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 150 units of insulin on (B)(6) 2016, and on the day of the call, the insulin gauge shows a value of 37 units which the customer believes is inaccurate. Multiple attempts were made to reach out to the customer for further information regarding the event; however, no additional information was provided on the issue. There was no reported impact to the customer's blood glucose level.